Event description:
It was reported that a system error 2240 (air in set) occurred on the homechoice (hc) during peritoneal dialysis. The event occurred during dwell 1. The home patient (hp) stated that the lines appeared to be normal. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. Nothing unusual was noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The hp would restart with new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined.